Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Due to patients privacy laws the managing hospital did not communicate patient outcome. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through patient outcome that the patient passed away on (B)(6) 2021. The cause of death was unknown. Due to patient privacy laws, the hospital did not communicate the patient outcome. Review of the patient¿s history revealed no device issues. The patient was lost to follow-up, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.